Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient who disconnected then reconnected the bags during dwell. During this time, the patient was connected to the machine. The patient stated that he connected the bags incorrectly by putting a 6l bag on the final line and the final bag on the supply line. When he realized this, he then switched the bags around. Baxter explained that the supplies were compromised and the patient would need to end therapy and start over with new supplies or finish manually. Baxter asked the patient if there were any alarms and there were not. Baxter then walked the hp through ending therapy procedure. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(4) 2012. The nurse stated the event was not reported and the patient was doing fine as far as she knew. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed due to use error and the cause was undetermined.